Manufacturer narrative:
The device, a 100mm pogo screw with part number 1a-3100-1600-r00 and lot number d1005, was not returned. However, fxdevices pulled a sample from the in-house inventory that contained the same lot number and performed mechanical testing to verify that the devices had no statistical difference in strength performance.

Event description:
On (B)(6) 2010, patient had a charcot reconstruction with application of ringed external fixator on the right foot. On (B)(6) 2010, frame was removed, patient was placed in crow walker with gradual protective weight bearing. Patient presented to doctor's office early in (B)(6) 2011 with increased swelling to the right foot. Patient related a recent increase in activity (snow blowing). X-rays were taken revealing that one of the implants, the one used to fuse the talonavicular joint, had fractured in the runoff region; an area entirely within the head of the talus. On (B)(6) 2011, the main body of the broken screw was removed, although the implant's threads remained in the talus, void backfilled with dbm and exfix reapplied.